Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be fluctuating. Subsequently, the pump shut down. The customer provided a blood glucose of 184 mg/dl. The customer continued to use the pump for insulin therapy.